Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. Analysis noted a separated shaping ribbon, 2.1 cm distal to the center solder. The shaping ribbon was twisted distal to the separation. The tip coils and distal portion of the separated shaping ribbon were still attached to the tip ball. The tip coils were not separated. Analysis confirmed the reported stretched tip coils as the tip coils were stretched distal to the center solder for a length of 12.5 cm which is likely the result of the reported resistance and/or noted tip separation. The scanning electron microscopy (sem) analysis of the guide wire suggests that the failure of the shaping ribbon may be attributed to dimple rupture, torsional overload. Elongated dimples were observed on the fracture surfaces and the shaping ribbon was twisted (typical of torsional overload). Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the guide wire in this trapped state would exceed design limits and cause the reported separation. In this case, it was reported that there was resistance with the vessel during the procedure and also upon removal which could have contributed to the noted guide wire tip separation. Factors that may contribute to resistance while crossing or while in the lesion and resistance upon removal may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case, it was reported that it could not be confirmed if the resistance was with the vessel calcium or the implanted stent which could have contributed to the reported resistance. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A search of the lot history record indicated no nonconformamces for the lot and a search of the complaint database indicate no related incidents. In summary, based on this investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery with mild tortuosity. The balance middleweight guide wire was advanced and some resistance was noted with the vessel. The guide wire was used for successful stenting; however, when the guide wire was removed, resistance was noted. It could not be confirmed if the resistance was with the vessel calcium or the implanted stent. After removal, it was observed that the guide wire tip was stretched. There were no adverse patient effects. No additional information was provided.